Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing a spring wire guide (swg) within its advancer tubing, ars, sl catheter, 18 ga introducer needle, and dilator for evaluation. Visual inspection of the swg revealed one kink in the location of the thumb guide. Microscopic examination confirmed both welds were attached and fully spherical. The kink in the guide wire was located 510 mm from the proximal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.799 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through the returned ars and 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves. Advance guide wire until triple band mark reaches rear of syringe plunger. Advancement of "j" tip may require a gentle rotating motion." The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink in the distal end of its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.